Event description:
It was reported that a patient underwent an incarcerated incisional hernia repair procedure on (B)(6) 2009 and mesh was used. The patient experienced an incarcerated bowel in (B)(6) 2011 and underwent another procedure to repair multiple recurrent ventral incisional hernias on (B)(6) 2011. During this procedure, several loops of small bowel were adherent to the lip of the hernia. The surgeon had to lyse the adhesions. The initial mesh was not removed and a different type of mesh was placed to repair the hernias. The patient is doing well.

Manufacturer narrative:
(B)(4): incarcerated bowel; recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-01383. The same device is represented in each medwatch as it was involved in two events.